Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the rfg3 to successfully treat the great saphenous vein as per IFU. It was reported the rfg3 acoustic signal of the generator and the seconds' indicator are not synchronized. Also the connection of the catheter into the generator does not work smoothly. The physician stated that he does not know if this has led to a wrong delivery of energy, and therefore if this might have caused the skin burn to the patient. The patient complained of itching at the access site. Three weeks post procedure the patient presented with a skin burn with necrosis to the groin area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported clinical event has been confirmed from the picture provided; however the report of connection difficulties was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that patient received 7 cycles of radiofrequency ablation on the right leg and 2 cycles on the left leg. The first segment of both legs were treated twice. The skin irritation was treated with "ialugen", antibiotic "augmentin" for 7 days, and "nsar". Patient's current system was reported to be good, with necrosis disappearing slowly and no systemic infection present. If information is provided in the future, a supplemental report will be issued.